Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the implantable pulse generator (ipg) had shifted laterally post implant and stated the lateral portion appears to have eroded. The patient also reported that there was discharge from the wound. Cultures were taken. The ipg was removed and replaced and implanted subpectorally with an antibacterial absorbable envelope inserted to subcutaneous pocket. No further patient complications have been reported as a result of this event.